Manufacturer narrative:
The patient was administered medication to reduce the risk of fast sinus rhythms. No device programming changes were made. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that patient with this device had received inappropriate therapeutic shocks over a sinus rhythm. The patient had not been taking prescribed cardiac medication. It was reported antitachycardia pacing therapy and a 31 j shock noted in device memory could not be found on the device electrograms. A boston scientific technical services (ts) reviewed memory and found the inappropriate shocks had exhausted therapy. No adverse patient effects were observed due to the therapy exhaustion.